Manufacturer narrative:
The reported events for ¿could not be flushed¿ and guidewire insertion difficulty were not confirmed. As received, a complete lead was returned in one piece. The stylet/guidewire test was able to insert without difficulty. Flush test did not find any anomalies.

Manufacturer narrative:
Correction: h6 codes for type of investigation, investigation findings, and investigation findings. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. It was observed that the lead could not be flushed during preparation for repositioning after initial placement. Considerable resistance was also noted when the guidewire was inserted into the lead. The physician to complete the procedure with a replacement lead. The patient was stable before, during and after the procedure.